Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident of the leakage current failure could not be duplicated during testing. In cases of high leakage current, logs would not add value to the investigation because leakage current cannot be recorded or tracked through the device's software. No accessories were returned for testing. The device was fully evaluated and successfully passed all functional tests, including bench handling, environmental chamber testing, and internal inspection with no discrepancies noted. The recommendation for repair is to recertify the device. No emerging trend based on similar reports.